Manufacturer narrative:
H11: two (2) actual samples were received for evaluation. A visual inspection identified the aluminum foil was damaged. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The lot number is unknown, therefore, only a primary di number could be provided. Initial reporter address:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) individual packaging and minicaps were damaged; further described as ¿perforations and mistreated¿. This was observed prior to use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.